Event description:
This report is based on information provided by philips authorized repair facility technician (rft) and has been investigated by the philips complaint handling team. The device was sent to philips bench were the issue of the speaker not functioning was discovered. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The following functional tests were performed: the rft preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio at the certification tool station. The rft replaced the device speaker - foxlink d speaker - 453564821571. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
During evaluation at philips authorized repair facility, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.